Manufacturer narrative:
The failure investigation has been completed and the alleged wake button stuck issues were verified. Additionally, the alleged touch screen unresponsive issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Additionally, the touch screen was unresponsive. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.